Event description:
It was reported that product is damaged with a bd sharps coll¿ 5gal red screw cap. The following information was provided by the initial reporter: product is damaged/leaking/outdated. Please let us know if a call tag will be issued or if you would like us to destroy or donate the product.

Manufacturer narrative:
Investigation: a sample was returned and picture provided for evaluation with the manufacturer. The cap was confirmed to be cracked. The cap should be fully formed and function without any defects. In stock product was checked and found no related issues. All personnel was notified to look at each cap for preventive action. Cap was seen to be cracked but it could not be confirmed if this issue has occurred during shipping. The root cause was inconclusive but the issue likely occurred during shipping. We have reviewed complaint with all personel and reviewed DHR with no findings.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that product is damaged with a bd sharps coll¿ 5gal red screw cap. The following information was provided by the initial reporter: product is damaged/leaking/outdated. Please let us know if a call tag will be issued or if you would like us to destroy or donate the product.